Event description:
It was reported: the product was a long-term loan instrument (the product was used in more than 40 surgeries). It was impacted with a hammer (non-stryker product which the hospital owns). The femoral head impactor broke into pieces and some of the pieces had fallen into the surgical site. The site was irrigated with saline. It is not known if all of the pieces were removed.

Manufacturer narrative:
Additional information requested. If the information is received it will be supplied on a supplemental report.